Event description:
The 512sd was used during a laparoscopic cholecystectomy. It was reported there is a skin burn around the port site. 8/18/1997 it was reported there is a burn around the subxiphoid port. It was reported to be caused by a cautery device.